Manufacturer narrative:
Information was received that the device was not in patient use at the time the issue was identified. The customer declined service evaluation and repair activities. It was reported that the device displayed the alarm message ¿low leak compensation ¿ rebreathing co2 hazard.¿ no diagnostic report (drpt), service logs, or additional error codes were provided for evaluation. Because the customer declined service and repair, no troubleshooting, corrective actions, component replacements, or performance verification testing were performed. As a result, the reported condition could not be technically evaluated or reproduced by philips service personnel, and the device was not returned to service following evaluation activities. The investigation is considered complete at this time. The complaint will be processed for closure. If additional information becomes available or if the device is returned for evaluation, the complaint file may be reopened for further investigation, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had an error for low leakage volume and risk of repeated co2 inhalation. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.